Manufacturer narrative:
Film evaluation summary: the reported limb occlusion that extended up to the flow divider of the bifurcate was confirmed. The two still angio images provided showed mild thrombus lining the bifurcate main body. The ipsi limbs were 100% occluded beginning at the flow divider. The exact cause cannot be conclusively determined. Pre-implant films, films at implant, and additional films that showed the event were not available for review; the complete stent graft in-vivo configuration cannot be assessed. Review of the two still angio images did not reveal any obvious characteristics that could explain the cause of the occlusion. From the pre-implant sw provided, it was noted that the aortic neck and aneurysm sac contained moderate amount of thrombus, and that there was significant amount of calcification present at the aortic bifurcation that extended into the common iliac arteries. In addition, the right common iliac artery was narrow, with diameter measured ~ 7-9-10 mm (off-label). It is possible that implanting the limb in a narrow and calcified anatomy may have contributed to the occlusion. The patient's pre-implant thrombus may have also contributed. The main component of the system. Other relevant device(s) are: etlw1610c93e, sn (B)(4), expiration date: 2018-05-23, (B)(4) continued from (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. It was reported that there was mild neck angulation. Moderate thrombus was noted at the proximal portion of the neck. The neck then tapered and mild calcium was present at the distal portion of the proximal neck. There was moderate calcification in the right iliac and severe calcification in the left iliac starting at the aortic bifurcation and extending down into the common iliac arteries. It was reported that a CT revealed that the right ipsilateral limb had occluded. A thrombectomy and angioplasty were performed and the right limb was relined with a 16/10/93 endurant limb. Two balloon expandable stents were also placed distally in the right external iliac artery. Final angiogram confirmed flow into both limbs and the event was resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.